Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which addressed the issue. Therapy was restored post-operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
The reported event of inability to disable MRI mode was confirmed. As received, the ipg was unable to communicate with a test standard clinician programmer. The uep inductive tool and a review of the ipg¿s log confirmed the device had been programmed to MRI mode. When MRI mode is enabled and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between a patient¿s ipg and clinician programmer will be unsuccessful. After the device was taken out of MRI mode and placed in a normal state, the ipg functioned as intended. As a result of this finding, abbott is performing further investigation. The fsca number is included in this report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The date of event is estimated.

Event description:
It was reported that following an MRI, the patient's ipg would not communicate with external devices and became inoperable. Surgery may occur to address the issue.